Event description:
Customer's mother reported a no delivery alarm and a motor error on customer's insulin pump. Customer changed out the infusion set after the no delivery alarm, but now cannot clear the motor error. Customer's blood glucose was 140 mg/dl. The device has been dropped. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, a scratched reservoir tube window, a cracked reservoir tube lip, a cracked belt clip slot, a stained address and serial number label and a stained end cap sticker.